Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy and declined to provide any additional information regarding this event.